Manufacturer narrative:
Upon visual inspection, the tip shows signs of activation and there is a break in the middle of the active loop. The condition of the electrode tip indicates that activation was stopped at the point of failure due to the sharp edges and surfaces of the fracture location. There are no signs of mechanical force or stress in the area of the tip failure. Likely root cause of the complaint is activation of the electrode tip inside the beak. Complaint information will be included in complaint trending that is reviewed internally on a regular basis.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the electrode loop break or the handle? How did it break? Did the tip break? Did the device activate? As reported by the hospital, the loop came in contact with the myoma a few times and soon after it broke. The part of the loop (electrode) which broke was the tip that comes into contact with the tissue.

Event description:
It was reported that the patient underwent a hysteroscopy procedure on (B)(6) 2016 and an electrosurgical device was used. During the myomectomy, the loop came in contact with the myoma a few times and soon after it broke. Another like device was used to complete the procedure. There were no adverse consequences reported.